Event description:
It was reported that a spectrum pump shuts off when power connector is removed. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the reported symptom, pump shuts off when power connector is removed, which was not reproduced. The messages were confirmed through a review of the event history log, and were found to be caused by back flex chaffing at traces #29 and #30 where they came in contact to the right screw of the scanner bracket. The back flex was replaced.